Event description:
It was reported that the battery separators had come loose and caused a short circuit. After a battery change on the ward, the pump overheated and at least two of the batteries exploded/melted in the device. The pump immediately became extremely hot and smoke developed. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. Functional testing was able to identify that the root cause was due to the broken battery separators, which caused the short circuit. The device will be repaired upon customer's approval. The service history review had no indication that the complaint was related to a service of the device within the review period.